Event description:
It was reported that when preparing the balloon catheter (subject device), the balloon was leaking and had a hole in it. There was no patient involvement.

Manufacturer narrative:
The device history record review confirms that the subject device met all material, assembly and performance specifications. Visual inspection showed that the device was bent on the distal section, which likely occurred from preparation damage. As well, the balloon was noted to be torn at the distal balloon bond. An attempt was made to flush the device and flush would not pass through the device because it was blocked with procedural saline/contrast (likely from preparation). A demonstration 0.014¿ guidewire advanced about halfway through the device until extreme friction was experienced. The device was submerged in warm water; however, the balloon catheter shaft remained blocked. A second attempt was made to flush the device and the guidewire advanced further, but it would not advance out of the distal tip. Functional inflation and deflation testing could not be performed because of the blockage. The dimensions of the subject device were found to be within specifications. The manufacturing records confirmed that the device met specifications prior to release. Based on the information available and analysis of the device, the reported issue is likely due to handling of the device or portion of the device during preparation prior to use.

Event description:
It was reported that when preparing the balloon catheter (subject device), the balloon was leaking and had a hole in it. There was no patient involvement.